Event description:
It was reported that this right atrial (ra) lead exhibited high threshold measurements and no sensing. In addition, this ra lead dropped per x ray imaging. There were no patient symptoms as atrial pacing support not urgent. This ra lead was surgically abandoned and a new ra lead with a different model was placed. No additional adverse patient effects were reported.